Event description:
During follow-up, the device showed an inappropriate magnet response resulting in a higher heart rate for the patient. Abbott technical support was contacted and reprogramming was attempted but could not be performed. The device had telemetry lockout. The magnet response was turned off. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During subsequent follow-up, the device could not be interrogated. Abbott technical support was contacted and the device was reprogrammed. Additional intervention was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of the pacemaker being in constant magnet response state was confirmed. Based on the review of the session records provided to abbott engineering, several segms were seen due to the device entering and exiting magnet state often, which caused the telemetry to be slowed. The cause of the reported incident was determined to be due to the magnet sensor malfunctioning on the hardware side. The device was performing according to firmware specifications